Manufacturer narrative:
FDA UDI - (B)(6) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 225933 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 225933 and test base part number 195-430wjr / lot 222593. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 225933 showed that the complaint rate is(B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6)2024 on a nasal sample. Repeat testing was not performed. Prior testing was performed on 11feb2024 with the sars antigen fia at an urgent care facility and generated a positive result. The consumer confirmed there was no treatment needed. No additional patient information including outcome was provided.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6)2024 on a nasal sample. Repeat testing was not performed. Prior testing was performed on 11feb2024 with the sars antigen fia at an urgent care facility and generated a positive result. The consumer confirmed there was no treatment needed. No additional patient information including outcome was provided.

Manufacturer narrative:
FDA UDI - (B)(6) the remainder of the investigation remains in progress. A supplemental report will be provided after completion.b5 h6 - health effect - impact code h3 other text : single use; device discarded.

Manufacturer narrative:
FDA UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Repeat testing was not performed. Prior testing was performed on (B)(6) 2024 with the sars antigen fia at an urgent care facility and generated a positive result. The consumer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay or impact in their treatment.